Manufacturer narrative:
D4 lot: 5685329. A titan pump and cylinders 1 and 2 were received for evaluation. A separation was noted in the pump inlet tubing adjacent to the connector. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed partial separations within abrasion on all pump tubing. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. Microscopic evaluation revealed surface abrasion on the cylinder 1 exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the pump inlet tubing adjacent to the connector. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was to be explanted and replaced due to an unspecified failure, fluid loss was obvious. No other adverse patient effects were observed.